Manufacturer narrative:
The t:slim x2 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. Additionally, the t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge had initially been filled with 300 units of cold insulin. Then, the customer added an additional 30 units of insulin to the existing cartridge and received another minimum fill message. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully. Insulin delivery was resumed. The customer's blood glucose level was 162 mg/dl.